Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 27 mg/dl at the time of the incident. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. The pump was on auto mode at the time of the incident. The customer stated that the meter had read higher than what their level actually was, which is why she had delivered for a 500 mg/dl reading, but they were not high. Troubleshooting was not completed as the caller declined. The customer also reported sensor issues with blood at the site. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used needle and performed visual inspection and checked needle for burrs or hooks and dull needle tip defects and none was found. Introducer needle passed per specifications. No sensor returned.